Event description:
Procedure type: lavh. According to the reporter: the tip of the endo stitch fell off into the patient's cavity. An x-ray was taken to try and locate the tip, tip was located, removed and is also being returned in a specimen tube. X-rays will also be sent in. Or time was delayed approximately 45 minutes to 1 hour. Completion of the procedure could not be reported. There was no report of patient injury and no unanticipated blood/tissue loss.

Manufacturer narrative:
Date of initial report sent: 08/24/2009.